Event description:
It was reported that during a lap adjustable band procedure, a perforation of the band occurred during implantation. Another band was used to complete the case. There was no reported patient consequence. The patient is well.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.